Event description:
The tubehead of the gx770 I/o unit fell off of the yoke and landed on the pt's chest.

Manufacturer narrative:
The pt was unharmed from the incident. The tubehead came free from the yoke. A set screw was missing. Conclusions - when a replacement screw is sent and received, the unit will be repaired by the service technician.